Manufacturer narrative:
Device code (B)(4) was removed due to the new information.

Event description:
Follow-up from the consumer reported that only the implantable neurostimulator (ins) battery was replaced and this was due to normal battery depletion. However, he mentioned they did not think it would go out that quick.

Manufacturer narrative:
Concomitant product(s): na. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient was planning to have the implantable neurostimulator (ins) replaced soon since the patient's therapy had turned off due to the low battery. The ins has started turning off on the patient in (B)(6) 2016 and then the ins went dead. The patient was considering having a rechargeable ins implanted so they don't have to go through frequent ins replacements. The patient was told the ins would last 2-4 years and the ins only lasted two years. The patient's indication for use is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.